Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation and balloon peeling was noted. The reported difficult to position was not confirmed. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in an unspecified coronary artery with heavy calcification and chronic total occlusion. A whisper es guide wire was successfully advanced to the lesion and while introducing the 3.50x12mm rx vision sds on the whisper es guide wire, it would not advance due to resistance with the guiding catheter. The 3.50x12mm rx vision stent delivery system was simply removed from the patient anatomy without issue. The procedure was completed successfully with the same whisper es guide wire and a new 3.5x15mm xience xpedition sds. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis indicated the balloon was peeling.